Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient found a broken lock nut on one of their power cords of their controller. The controller was exchanged as a result. No further information was provided.

Manufacturer narrative:
There was an incidental finding of dim leds and a worn label. Manufacturer's investigation conclusion: the reported event of a damaged connector nut was confirmed. The returned system controller, had the black connector nut completely separated from the connector. The controller was functionally tested and found to operate as intended during analysis despite the damaged nut. The controller was able to support pump function for an extended period of time. The damage did not affect the ability for the connector to make full contact, however. It was able to tighten to the thread for a secure connection. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.